Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging discrepant low inratio reading. On (B)(6) 2013 inratio 1.2 retested inratio 2.1 coagucheck 2.1. All testing performed simultaneously and patient's therapeutic range 2 - 2.5.